Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had a delayed post-op wound infection and cultures confirmed staph aureus growth. There was an infection around the implant bed. The stimulator/receiver of the device then extruded and therefore the user underwent revision surgery. The device was explanted and a plastic surgeon was present to close the wound.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field the recipient suffered from an infection around the implant bed and cultures confirmed staph aureus growth. Further the device extruded though the skin. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the infection. This is a final report.

Event description:
The implant started to extrude through the back edge of the implant pocket well away from the incision site in (B)(6) 2022. There was an infection around the implant bed and cultures confirmed staph aureus growth. The device was explanted and a plastic surgeon was present to close the wound.